Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Lost or discarded in decontamination.

Event description:
Screw driver shaft and 36 neutral 0 degree liner trial. Screw driver broke and doesn't want to work or function, and the center piece of the liner trial broke right out of the center.